Event description:
The event is reported as: "in this alleged issue, the cord overheated and burned through the insulation on the cautery end of the cord." No pt or user injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.